Event description:
Rptr stated she had not tested for a month or so and was now feeling tired. Rptr then performed back-to-back blood glucose tests, using a different 'stick' for each. On one of the tests the teststrip was not 'completely blue' but rptr could not remember which of the two tests showed this. Blood glucose results were not given by rptr. Rtpr does not compare with color chart. Reviewed technique and product handling with rptr.